Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance on the right ventricular (rv) lead, and an evaluation from technical services (ts) was requested. Ts confirmed the trend analysis shows the shock impedance has been gradually increasing to the current impedance value of greater than 125 ohms since march 2025. As for the sensing and threshold parameters, ts noted they are relatively low (around 4 millivolts) and high (around 1.5 volts at 0.4 milliseconds) since the implantation of the generator in 2018. Troubleshooting recommendations were discussed at length. No adverse patient effects were reported. This ICD lead remains in service.